Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: it was reported that, "during use on inpatient-the interventional radiologist reported that it was not possible introducing manta device through the haemostatic valve on sheath. Medical intervention was not necessary. Intervention was performed. "2" representative samples available for investigation.'' Additional information on 14jun2022: 1 (first) manta 18f - manta deep measurement without problem, manta sheath insertion no problem, only not possible insertion of manta device through haemostatic valve on manta sheath. Additional information on 21jun2022: in the first patient, after the manta device was unable to be introduced through the haemostatic valve, the physician tried to insert another manta 18f sheath, but pushed the plug inside the external iliac artery. The patient there was neede ectomy of device from eia, in second revision of puncture. The patient had 2 18f manta devices that failed (rcfa). Patient also had a 14f manta deployed on lcfa. The entire manta sheath was removed otw, and a new sheath was placed for the second manta deployment. There was bending of the bypass tube, because of high resistance of haemostatic valve. Associated with MDR 3010252479-2022-00283 manta.

Manufacturer narrative:
Multiple units were returned together from associated mdrs in two bags. Blood particulates were noted on all units. The units were decontaminated and inspected. Bag 1: units for lot mn2101413: one sheath, one manta device, one dilator and one puncture locator were returned. The valve of the sheath was observed to be torn. No issues noted when manta was functionally tested for advancement. Units for lot mn2101427: one manta device and one sheath were returned. The manta device was locked into the sheath. Lever was engaged/pulled. The components (collagen, lock, and anchor) were observed to be pushed out. Bag 2: units for lot mn2101430: two units were returned. Unit 1: manta device and sheath were returned. Manta device was locked into the sheath. The lever was engaged. Components were not returned/noted. Unit 2: manta device and sheath were returned. Manta device was not locked into the sheath. Valve was torn. No issues noted when manta was functionally tested for advancement. Units for lot mn2201445: one manta device was returned. Lever was not pulled. No sheath returned. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a 14f ce manta was deployed successfully for closure in the left common femoral artery. An 18f ce manta was planned for closure in the right common femoral artery. Access was medially positioned. The arteriotomy depth measurement was 4cm, posterior calcification and mild tortuosity present. No complications were experienced completing the depth measurement procedure and inserting the manta sheath. During deployment, the physician reported it was not possible to insert the bypass tube through the hemostatic valve of the manta sheath (see fu-3010252479-2022-00283 manta). The first 18f ce manta closure and sheath were removed, and a second 18f ce manta closure and sheath were opened. During deploying the second 18f ce manta device, the collagen plug was pushed into the external iliac artery. The physician chooses to do a surgical cut down to explant manta from the external iliac artery. The IFU states the manta device is contraindicated in the following: marked tortuosity of the femoral or iliac artery. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Associated to: MDR fu-3010252479-2022-00280 manta; MDR fu-3010252479-2022-00281 manta; MDR fu-3010252479-2022-00282 manta; MDR fu-3010252479-2022-00283 manta.